Manufacturer narrative:
Device evaluation: a software analysis was completed utilizing a known anomaly determination methodology. The software analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Software engineering noted that the reported issue is being documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The solid-state drive (ssd) was replaced. The navigation system then passed the system checkout and was found to be fully functional. The ssd was returned for further evaluation. Through visual/physical examination and functional testing, the reported issue was able to be duplicated. The ssd was tested and found to boot to the grub menu initially. If the timer was allowed to count down, the system would eventually boot to the login screen. After the initial boot, the drive booted to the login screen 10 times without issue. Analysis determined there was a software-related failure with the returned ssd hardware component. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when attempting to log into the navigation system, the on-screen keyboard turned into all question marks when they started typing and then said invalid password. The system was rebooted and then went into the (B)(4). Technical services (ts) walked the caller through attempting the ignore and fix commands, but the system would not recover. The system continued to cycle through the (B)(4) menu. There was no patient present when this issue was observed.